Manufacturer narrative:
The user stated the controller delivered an uncommanded 10 unit bolus. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Log files confirm the presence of a 10 unit bolus delivery on the date of occurrence. The user opened the bolus calculator, entered a bg of 123 mg/dl, did not enter any carbs, and then manually entered a bolus volume of 10 units. The bolus was then confirmed by the controller and recorded. Inspection of the other boluses contained in the available logs showed similar evidence of interaction with the controller. No issues were observed in the available logs. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of 10 units. The patient's blood glucose level (bg) was at 123 mg/dl.